Manufacturer narrative:
Vyaire medical field service went onsite. Found that the unit component c30 on the alarm board was blown/burned. As a resolution, the technician calibrated and tested unit following manufacturer procedures. Unit passed all test performed and is ready for used. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a was on a patient when they saw smoke coming from the chassis of this unit. The patient was being transferred to another ventilator. As of this time there is no information about patient harm associated with this reported event.